Event description:
Patient reported they recently was seen by their dentist and they were diagnosed with periodontal disease, severe overjet and tooth crowding. They need to discontinue use of the aligners. They provided a letter of recommendation from their dentist. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.